Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seals to be broken, a scratched lens, and a cracked battery compartment. The device's event history log was reviewed for evidence of the reported problem but nothing was found. Functional testing was conducted. Upon testing, the reported problem was unable to be duplicated. The root cause was unable to be established. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited high occlusion. Patient involvement is unknown. No adverse patient effects were reported by the customer.